Manufacturer narrative:
No product has been returned for evaluation as product remains in-situ. No allegation of product malfunction. As per reporter patient will continued to be monitored. Labeling review: potential adverse events and complications: "...as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include: loss of sensory and/or motor function..." "...potential risks identified with the use of this system, which may require additional surgery, include: paralysis..."

Event description:
On (B)(6) 2019, patient underwent an extreme lateral interbody fusion procedure at levels l4/5 using coroent xl. The procedure was completed without any reported issues. As per reporter it was confirmed the patient could not stretch her leg (quadriceps) post-operative. The patients status will be monitored, no revision procedure was reported.